Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen was cracked and became unresponsive, and a replacement device was arranged while blood glucose remained unaffected. Symptoms included no adverse clinical effects. Outcomes included continued therapy management with guidance to use the cgm via the dexcom app or receiver and instructions to shut down the device, return it within one week with a provided shipping label, and complete a standard startup on the replacement as data will not transfer. Investigation included complaint handling and user education on shutdown, data syncing to the mobile app prior to return, delivery timeline, and return process. Investigation of this device revealed physical damage to the display rendering the touchscreen unresponsive, consistent with a damaged enclosure/display component. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage.